Manufacturer narrative:
(B)(4). The reported connection issue related to minicap transfer set was not confirmed based on the evaluation of the received sample. During visual inspection a broken occluder feet was found on the twist clamp of the set. This issue of damaged set was reported in a separate MDR report . The cause was undetermined for both connection issue and broken occluder feet.

Event description:
The patient reported to baxter a connection issue with the minicap transfer set during use with the homechoice machine. The patient reported that the double sealing male luer lock connector of the minicap extend life pd transfer set twist clamp was disconnected. There was patient involvement. There were no reports of patient injury, medical intervention, or adverse event.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the sample is available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.